Manufacturer narrative:
The returned device was evaluated and the returned device displayed no alarm code, but miss-counted the priming sequence and believed second prime to finish after only 30 pulses. The pod was reset, and during a 5-unit bolus, alarmed with a 0x42 alarm - rotational sensor minimum pulses between safety sensor trans. The drive mechanism was removed, and the commutator cap was noted to have contamination found on it, which caused a rotational sensor issue, illustrated by both the reset and original data patterns.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / pages 48. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported while a patient activated a pod when pressing start both the cannula and the needle had not deployed. The pod was not worn. The patients reported blood glucose level was 237 mg/dl. As treatment, the patient administered manual injections of insulin.